Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, when using the device, the doctor complained that the suture is difficult to pass through the needle hole and the way the suture was attached to the needle was changed. The suture was also very pliable and he had to use a lot of force for it to go through the tissue. It was so difficult that the bowel tore more just by using the suture. The handle worked like normal. Another suture reload and the same handle was used to complete the procedure. The new suture used to be also not flush with the needle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.